Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The battery cap was stuck in the pump. The battery cap and battery compartment had stripped threads. The battery cap was unable to secure on to the pump. A test cap was used for investigation. Unrelated to the complaint, the cartridge compartment was cracked. The audio bolus button cover was torn.